Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver and stent deformation); unknown ¿ (root cause of the issue is undetermined); none ¿ (device not returned for evaluation); (no results available since no evaluation performed) - device or procedural images not provided for review. Conclusions: inherent risk of procedure ¿ (failure to deliver and stent deformation); unknown ¿ (root cause of the issue is undetermined). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent but the stent could not reach the lesion. The physician attempted to advance again and when the stent was withdrawn deformation was noted. Patient was successfully treated with another endeavor resolute drug-eluting stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Event description:
Evaluation summary: the stent was positioned between the marker bands as per specifications. The distal and proximal segments were flared and deformed. The balloon appeared to have been slightly inflated. Additional stent segments were slightly misaligned and raised. The distal tip was damaged.

Manufacturer narrative:
Evaluation codes, results: (related to operational context) root cause of stent deformation is most likely procedural related. Evaluation codes, conclusions: (related to operational context) root cause of stent deformation is most likely procedural related. (B)(4).